Event description:
It was reported (B)(6) 2022 by a facility representative via sems that an ar-9236-02pp glenoid trial broke. Per facility: when trying to pull the template off, the central peg on the instrument broke. This occurred during a case and broke during use.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint confirmed. Upon visual inspection it was noted that the center pin / post is missing. The broken piece was not returned for investigation. The cause of this remains undetermined, however, the most likely cause is the result of damage incurred during the removal process.